Event description:
Patient reported experiencing elevated blood glucose levels since insulin spilled into the cartridge compartment. Patient stated his blood glucose level is currently 400 mg/dl; correction via pen. Patient alleges pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.